Manufacturer narrative:
Corrected fields : d4 ( version or model # ) updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) unable to reproduce the issue the customer experienced. Performed system checkout as required and found no issues with performance. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Returned to customer for use.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had error message "iabp disconnected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.